Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that possible noise was noted on the minute ventilation (mv) sensor when it comes to this device. The patient noted that walking as difficult and the device was going to be checked. The mv was set to off and the sensitivity was changed. The patient was discharged. No adverse patient effects were reported. This device was included in the recent mv sensor signal oversensing advisory population.